Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery life was shorter than expected. The customer reported no adverse event. The event involved product(s) mmt-1885xce. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return is required for mmt-1885xce.

Manufacturer narrative:
After the history download was completed using thump and carelink upload was completed, the pump was warm to the touch. The pump alarmed low battery, cleared the low battery alarm and then the pump had a replace battery alert on the pump's home screen. Removed the test battery and the test battery was warm to the touch. Installed a new energizer alkaline battery at 1.598 volts the pump had failed battery test alarm. Cleared the failed battery test alarm and the pump had a replace battery alert on the home screen. Rested the pump without a battery for an hour. Reinstalled the battery and the pump was able to power up properly. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump had high sleep current measurement and high active current measurement. In further checking of the pump history records: battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 07:26:00 faster than expected at 0.04 days. Battery cycle 1.0 received the lowbatteryalert (104) on (B)(6) 2025 00:42:00 faster than expected at 2.5 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump properly paired to minimed mobile app on a samsung galaxy s21 phone and the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. No communication-between pump & mobile app not confirmed. The following were noted during visual inspection: pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Perform the history review 1 week prior to the event date (B)(6) 2025 (primary svn 000320012000) in the pump history file and found 5 lowbatteryalert (104) on (B)(6) 2025, 17 failedbatttest (58) on (B)(6) 2025, 1 pump error 23 on (B)(6) 2025 and 2 battoutlimit (6) on (B)(6) 2025. On a related svn 000320012159, perform the history review 2 days prior to the event date 30-may-2025 in the pump history file and found the same pump alarms and pump alerts listed when performing the history review on the primary svn 000320012000. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage noted on the force sensor or motor. Found residue inside the case. Force sensor zero offset within specification (23.8 mv). Using a test pcba 1 and the original pcba 2, the pump had normal operating currents. There was no device heating up anomaly noted. Using a test pcba 2 and the original pcba 1, the pump had high sleep current measurement and high active current measurement. There was no device heating up anomaly noted. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss confirmed, problem isolated to pcba 1. Power problem-device heating up confirmed, problem isolated to electronic assembly. No current code/category confirmed (unexpected low battery alarm, replace battery alert and power loss/battoutlimit alarm), problem isolated to pcba 1. Power problem-failed battery test confirmed, problem isolated to pcba 1. Alarm-a329-pump error 23 confirmed, problem isolated to pcba 1. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No communication-between pump & mobile app not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.